Event description:
It was reported that during a diagnostic coronary angiogram device breakage occurred. A model-d 6f impulse multipack of catheters had been selected for use in the procedure. The left coronary arteriograms were performed with the fl4 catheter. Saphenous vein arteriograms to the right coronary artery were performed with an unspecified catheter. The fr4 catheter was advanced at an unspecified time via the right femoral artery. The catheter was "torqued one way and back the other" when it snapped. The left femoral artery was accessed. An unspecified snare was advanced via the left femoral artery and removed. An unspecified snare was advanced into the right femoral artery and the device fragment was able to be removed. An unspecified fl3.5 catheter was advanced and used to obtain left coronary arteriograms. Due to the angiographic findings, the procedure was completed with no additional intervention performed and the patient was prescribed medical therapy. There were no patient complications reported with the patient's current condition listed as "fine"

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a diagnostic coronary angiogram device breakage occurred. An model-d 6f impulse multipack of catheters had been selected for use in the procedure. The left coronary arteriorgrams were performed with the fl4 catheter. Saphenous vein ateriorgrams to the right coronary artery were performed with an unspecified catheter. The fr4 catheter was advanced at an unspecified time via the right femoral artery. The catheter was "torqued one way and back the other" when it snapped. The left femoral artery was accessed. An unspecified snare was advanced via the left femoral artery and removed. An unspecified snare was advanced into the right femoral artery and the device fragment was able to be removed. An unspecified fl3.5 catheter was advanced and used to obtain left coronary arteriorgrams. Due to the angiographic findings, the procedure was completed with no additional intervention performed and the patient was prescribed medical therapy. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed blood visible on the outer and inner surfaces of the device. The device was received in two pieces and appeared to be separated do to torquing of the device. The separation of the shaft is located approximately 61cm from the proximal end of the strain relief. Examination of the material surrounding the separation did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).